Event description:
Device 2 of 3. Reference MFR report #1627487-2013-19350, reference MFR report #1627487-2013-19352. It was reported the pt was not receiving effective stimulation. The physician repositioned the lead on (B)(6) 2011. During the same procedure, the two extensions were explanted and replaced. Further information is unavailable.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.